Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced due to the ipg likely having been damaged during a previous procedure (see MFR. Report 3006630150-2025-08014) by the use of a plasma blade. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed that it would not communicate with a known working remote control (rc) or clinician programmer (cp) and was unable to be charged despite multiple charging attempts. Functional testing was unable to be performed and the data logs were unable to be retrieved. The ipg was then cut open and revealed a high sleep current and lower than expected resistance, indicating a damaged application specific integrated circuit (asic) chip. This damaged asic is typical of exposure to high voltage transients and high current sources such as electrocautery. A labeling review confirmed that electrocautery or some other medical therapies or procedures may turn stimulation off or may cause permanent damage to the device if used in close proximity, as documented in the instructions for use (IFU). Therefore, electrocautery use that may have been performed on the patient is likely the cause of the reported event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced due to the ipg likely having been damaged during a previous procedure (see MFR. Report 3006630150-2025-08014) by the use of a plasma blade. The patient was doing well postoperatively.